Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead migrated/dislodged. It was reported that the patient had a loss of therapy. The patient drives a forklift for work and they hit a pothole in the warehouse and part of the forklift. The patient states that they could get intermittent stimulation on the 8-15 lead when they move in certain positions and they were coming in and out of oor on different groups. They were using contact 6 as a reference and contacts 8 and 12 were green but 40k. Contacts 10, 11, 13, and 14 were red and 40k. In the connection screen all contact points 8-15 were red xs. The rep tried to program around the impedance issues. The cause was unknown and the issue was ongoing. The manufacturer representative indicated they would send any further information as they become aware.